Event description:
It was reported that during a thoracic procedure, the device was unable to be reloaded. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/21/2008. Evaluation summary: the analysis showed that the device was received in good visual condition and with no reload present, however a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.